Event description:
A USA distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause of the failure is a damaged belt receptacle. The root cause of the damaged belt receptacle was unable to be positively identified. No adverse event resulted from the defective monitor.